Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51342, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a change in therapeutic effect; specifically, a decrease in therapeutic relief. It was unknown when the patient¿s symptoms started. The healthcare provider (hcp) was unable to aspirate from the catheter access port (cap) when attempting to check the catheter. The pump was used to deliver morphine at the time of the event. The hcp was concerned about the high concentration of morphine, so decided to fill the pump with saline. The cause for the inability to aspirate the catheter and the patient¿s outcome remains unknown. Follow-up was performed to obtain this information. If this information is received, a supplemental report will be submitted.